Event description:
It was reported that prior to the start of a da vinci-assisted pyloroplasty surgical procedure using an sp system, user informed the technical support engineer (tse) that they encountered error 319 on the patient side manipulator (psm)2. The user had already performed a standard power cycle before contacting tse, but the error persisted. The tse was unable to review system logs and then guided user through a hard power cycle and use of the emergency power-off, after which the error still persisted on power up. The user aborted to another multi port (mp) system to continue with the case. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.